Manufacturer narrative:
Per the clinic, the patient was reimplanted with another cochlear device during the same surgery. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to infected device. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.